Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical faciliity.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 18166976.